Event description:
On (B)(6) 2012, pt reported the infusion device is displaying an e8 (power interrupt) error message and he is unable to clear the error by pressing the check button. Pt stated the battery was changed today and infusion device was in stop mode upon removing the battery from device. Pt reported pressing the check button did not silence and confirm the error message. Had pt remove the battery and insert a new battery; infusion device displayed the e8 and he could not silence and confirm the error message by pressing the check button. Pt stated the failure is constant. Pt reported the button does not work even if pressed hard, the button does not make an audible sound when depressed and the buttons are not flat. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery and battery cover for eval.